Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the emergency room after receiving multiple shock therapies. Noise was observed in the electrogram without provocation. The tachycardia therapies were disabled. The device was extracted. No further information is available.